Manufacturer narrative:
Section d10: device available for evaluation ¿ yes, returned to manufacturer on 10/21/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that two complaints were received from this production order number but they are not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, exact date not provided, but the best estimate date is (B)(6) 2020, two weeks post-implant timeframe. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens(iol) was explanted from patient's right eye in a secondary surgical procedure because patient was unhappy with residual refractive error. Symptoms were noted approximately two weeks post-implant. At explant/exchange there was no patient injury and no medical/surgical interventions such as vitrectomy, incision enlargement or sutures were required. The replacement lens used is a non-johnson & johnson vision lens. The patient was reported to be doing good. No further information provided.